Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reye1430 showed no other similar product complaint(s) from this lot number.

Event description:
From email: "rn said that he was able to access the vein and get a blood return. He threaded the guidewire without any resistance and then went to thread the catheter in. When he went to push the white prongs forward to advance the catheter, he could not move them forward at all. After using a little more force the move the white prongs, the clear plastic casing broke apart around the catheter. Rn then removed the midline catheter as one unit without resistance and inspected the catheter to ensure it was intact. He attempted to insert one more time and successfully gained access with a different midline catheter. Rn used an 8 cm midline kit when he attempted to insert the midline the first time".